Event description:
It was reported that customer had a question regarding use of the stat lock for with temperature sensing foleys. Report of 2 events in the last week where the balloon instillation port rips off the foley catheter while attached in a securement device. This was for temp sensing foleys. It was asked whether the statlock was intended to be used with temperature sensing foley catheters. Also stated, statlock was really important to use with the temp sensing foleys too. Because they were typically sicker patients and have foleys longer, this becomes even more important to properly stabilize the foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.